Event description:
During a device replacement procedure due to normal elective replacement indicator (eri), the header of the device was noted to be cloudy. The device was implanted. The patient was in stable condition.